Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized fatigue. Upon device interrogation, it was noted that there was possible far field r-wave oversensing on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated there was additional far field r-wave (ffrw) oversensing and it was noted the patient had some previous episodes where the cardiac resynchronization therapy defibrillator (crt-d) declared the episodes to be supra ventricular tachycardia (svt) due to atrial fibrillation (af)/atrial tachycardia, which appeared to be due to the ffrw. The ra lead remains in use. No patient complications have been reported as a result of this event.